Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since the reported issue could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Possible root causes associated with a customer reaction to product might include incorrect placement of barrel print or incorrect barrel print. The following control mechanisms are in place to prevent the occurrence and acceptance of syringe assemblies which result in incorrect dose administration during the syringe assembly and packaging process. The manufacturing plant maintains a material verification process. The resin and rubber tips must pass a certification review before material is released to the floor for production. Barrel print dies are required to be verified by metrology prior to release to manufacturing. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Molding processes are validated to ensure product quality during controlled processing. Critical dimensions, such as the barrel i.d., are gauged to ensure dimensional requirements are met. Preventive maintenance of the molding tools is conducted at required frequencies, in order to ensure process capability is maintained. The barrel printing is conducted within a validated process. The ink viscosity is controlled and barrel print quality is visually inspected and physically tested for adherence to the quality inspection standard. Visual standards are implemented for graduation location along the barrel o.d. Procedures and standard work instructions exist for the set-up, operation and maintenance of the (B)(4) printer. All syringe assemblies are inspected by a high plunger assembly detector. Syringes with high plunger assemblies are automatically ejected from the machine to scrap. The barrel i.d. And rubber tip are both coated with silicone during the manufacturing process to ensure smooth and easy plunger assembly movement within the syringe barrel. The barrel i.d. Lubricant dispense system is validated to ensure sufficient lubrication is dispensed into the barrel i.d. Periodic audits are conducted to ensure the correct amount of silicone is dispensed into the syringe barrel i.d. The plunger assembly is exercised during the syringe assembly process to distribute the silicone in the barrel and on the rubber tip evenly. During manufacturing, associates inspect and test product to verify the syringe is properly assembled, functions and meets the specification requirements. A lot cannot be released unless it passes specification requirements. Monitoring and trending of post-market feedback is evaluated on a periodic basis for opportunities to improve product performance. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue when using an insulin syringe. The customer reports the local representative has been informed that the hospital infection prevention nurse has had an incident of hypoglycemic shock using a covidien insulin needle.